Event description:
A report was received from a user facility in (B)(6) stating that: "the vitrectomy cutter (at the port of entry in the vitrectomy) was jammed and it was not easy to remove it or put it through one of the ports or trocars that were in place. While attempting to remove the vitrectomy cutter the constant movement caused a tear in the retina. The doctor had to forcibly remove the vitrectomy cutter together with the trocar out of the eye, with the trocar separated from the plastic channel and this visibly broken channel in the same vitrectomy cutter. To repair the tear heavy liquid (dkline) and silicon 5700 (oxane 5700) as well as application of a laser which was not considered in the initial surgery".

Manufacturer narrative:
Device has been requested for evaluation; however, it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.